Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that at pump refill the expected reservoir volume was 4 ml and actual volume was 19 ml; the patient has been experiencing pain. The catheter was replaced approximately 2 months ago because it was blocked. The hcp planned to replace the "malfunctioning" pump and expressed concern about the catheter having been "dry for 2 months". The pump and catheter were explanted and replaced per the manufacturer's records. See also manufacturer's report#: 6000030200703073.